Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this lead sought medical assistance complaining of black outs. During interrogation high pacing capture thresholds were observed with suspected loss of capture contributing to the patient reported issues. The patient was then hospitalized for monitoring, at which time additional periods of asystole were observed due to lack of pacing capture and the patient then booked for a lead revision. During the revision, the lead was unable to be repositioned due to helix rotation issues and the product was removed and replaced. The explanted lead is intended to be returned for analysis.

Event description:
It was reported that the patient with this lead sought medical assistance complaining of black outs. During interrogation high pacing capture thresholds were observed with suspected loss of capture contributing to the patient reported issues. The patient was then hospitalized for monitoring, at which time additional periods of asystole were observed due to lack of pacing capture and the patient then booked for a lead revision. During the revision, the lead was unable to be repositioned due to helix rotation issues and the product was removed and replaced. The explanted lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Analysis did not identify any lead characteristics that would have caused or contributed to the observed high pacing threshold measurements or loss of capture. Visual inspection noted dried blood and tissue within the helix housing and tissue entwined within the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation of helix rotation issues. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function.